Event description:
In december 2005 the lay user/patient contacted life/scan alleging that his one touch ultra meter was inaccurately high. The medical affairs specialist emailed the technical service representative to obtain/verify informantion from the patient. In december 2005 the patient got a blood glucose result of 285 mg/dl before going to bed. His other blood glucose results were between 100 and 200. He also took the following insulins that day: novorapid 12 units (before breakfast); novorapid 13 units (before lunch); and novorapid 14 units and lantus 16 units (before dinner). In december 2005 the patient got the following blood glucose results: 43 mg/dl (8:26am); 59 mg/dl (12:59pm); 131mg/dl (8:56pm); and 303 mg/dl before going to bed without any hyperglycemic symptoms. He also took the following insulin that day: novorapid 11 units and lantus 16 units (before breakfast); novorapid 11 units (before lunch); and novorapid 14 units before dinner. The next day, at 3:15 am the patients spouse found him in a "hypoglycemic coma." "He was sweating a lot" and "was agitated and unconscious." He also was reportedly biting his "tongue and lips." His spouse did not test his blood glucose while he was unconscious. His spouse gave him a gluagon injection and by 3:30am he was conscious. He then had "grape juice and a few biscuits." After becoming conscious the patients blood glucose was not tested since "he was feeling dizzy." The patient went back to bed and ended up getting a blood glucose reading of 153 mg/dl at 5:11 am the same morning. He continued his usual insulin regimen each day despite the low blood glucose results the previous day. The technical service representative (tsr) verified that the patient is cleaning and testing properly. The tsr was unable to walk the patient through a quality control test since his control solution was expired. The meter, test strips, and control solution were replaced. This complaint is being reported due to the patient obtaining a result of 303 mg/dl without symptoms before going to bed, developing hypoglycemic symptoms overnight, becoming unconscious, and receiving treatment for hypoglycemia.